Manufacturer narrative:
All buttons functioned properly, however, moisture damage was found on the keypad traces. All operating currents were within specification, and no unexpected low battery, weak battery or off no power alarms were noted. The pump also had minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly that occurred after a weak battery alarm. It was noted that after a while the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 115 mg/dl. No further information reported.